Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: d4; d10; g4; h2; h3.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation identified the following : the broach handle had fractured. The device exhibits nicks and gouges consistent with a potential field age of approximately 17 years. No other damages were noted and no further evaluation could be performed with the returned device. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed a follow-up MDR will be submitted.

Event description:
It was reported that during a hip surgery the broach handle fractured after loading the second rasp. No impact to patient or user. Attempts have been made and additional information on the reported event is unavailable at this time.